Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 586 mg/dl. Customer¿s other blood glucose level was 600 mg/dl, 319 mg/dl, 80 mg/dl, 115 mg/dl. The customer was treating high blood glucose with insulin pump. The customer visited hospital but they were informed that they were fine. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.